Manufacturer narrative:
Concomitant medical products continued: evolutpro-29-us transcatheter valve, implanted: (B)(6) 2017; t510c25 tissue valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the initial placement the right ventricular (rv) lead exhibited a jump to high levels in thresholds after the pocket was closed. The lead was repositioned and the thresholds dropped. No patient complications have been reported as a result of this event.